Event description:
Related manufacturer reference number: 2017865-2022-37690. It was reported the patient presented in clinic for follow-up. Upon interrogation it was noted the right ventricular and atrial leads were oversensing noise. No changes or interventions were performed; the physician elected to monitor the leads. The patient was in stable condition.